Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced recharge burden and was charging very frequently. Patient was also not maintaining 24 hours of therapy between recharges. To address the issue the patient underwent surgical intervention of ipg replacement and post operatively therapy was restored effectively.